Event description:
Consumer called again to report getting inaccurate readings. Analysis run on clark error grid using mean avg reading (53) as ref. Point vs. Bd readings of 29, 76 yielded data points in the d zone of the grid, outside of acceptable limits.